Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual inspection of the returned device revealed the stent was positioned correctly between the markerbands. There were two distal stent struts lifted up off the balloon and bent proximally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that during a peripheral stenting treatment procedure, the stent had moved on the balloon. The target lesion was located in the mesenteric artery. During introduction of the 6.0x18mm express sd stent system, while still external to the patient, it was noted that the stent was not fully adhered to the balloon of the delivery system. The procedure was completed with another of the same device. As there was no contact with the patient, no patient complications were reported.